Event description:
It was reported that the patient received a kick to the implant area while playing. In the evening of the same day, the patient received inappropriate shocks due to oversensing of noise. Damage to the insulation was suspected. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.